Manufacturer narrative:
The customer reported the product sample and photo is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information provided by the customer will be included in a follow-up report.

Event description:
The customer reported that the infant flow lp nasal mask medium has been unusually soft and tends to fold which may have blocked entry of air to a patient undergoing CPAP therapy. This was indicated by the poor gas level from the blood sample taken via umbilical catheter. The patient was then intubated and transferred to a ventilator which delayed treatment. However, no harm was reported associated to the event.